Event description:
It was reported, during surgery, the surgeon tried to turn the t-handle to push out the hook pin. However, the hook pin was stuck and could not be pushed out from the tip of outer pin. The surgeon removed the pin. The procedure was completed with a new pin.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.